Event description:
It was reported that pre-operatively during docking, the monopolar curved shears(mcs) failed to attach to the instrument drive unit(idu), resulting in an error message stating "instrument error" immediately after insertion. The mcs was inserted three times, each time followed by the same error, and the system did not recognize the mcs. The sterile interface module(sim) was also reattached, but the error persisted. A new instrument was used, which operated properly. It took 10 minutes to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.